Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy. The patient experienced shortness of breath during the episode. Additionally, the devices smart pass feature was turned off before the episode. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing for the patient's rhythm, with it having a widened morphology that caused it to be oversensed. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.